Manufacturer narrative:
Patient information was not made available from the site. Operator of device is a health professional, specially trained to use the laser induced thermal therapy system.(B)(4).

Event description:
A visualase representative reported that while in an ablation procedure, the laser displayed a power error code. After an approximately one hour delay, a replacement laser was used to continue the procedure. The surgeon completed the procedure with the use of the thermal therapy system. There was a delay in the procedure for approximately one hour. There was no impact on patient outcome.